Manufacturer narrative:
The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result for a patient sample that was considered discordant when compared to the nonreactive (negative) cov2g result. The result was questioned by the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00161 on march 05, 2021. March 09, 2021 additional information: the customer provided clarification for the reagent lot number. The reagent lot number is 007. The customer provided a response that no regulatory authority was informed. Siemens healthcare diagnostics investigated. The patient sample resulted reactive with advia centaur xpt sars-cov-2 total (cov2t) lot 007 and non-reactive with cov2g lot 005. There is no patient history or symptomology provided. The customer was unable to provide index information for the sample. The cov2g and cov2t may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t is more sensitive than the cov2g method. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Based on the information provided siemens did not identify a product problem. No further evaluation of the device is required.